Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4): the investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: under infusion. No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device was received for evaluation. The delivery accuracy was tested three (3) time at 250ml/hr and 25ml and tested in specification. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.